Event description:
In late 2008, a customer contacted baxter's technical service center regarding a system error 2240 / 2367 alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) had the care giver (cg) cycle the power; system error 2367 was received. The tsr explained the alarm to the cg and informed her that she would need to start over with new supplies and notify the peritoneal dialysis nurse. On 01/21/2009, the nurse was contacted and stated that the pt went to the hospital nine days after the original date. The family noted that the pt's drain bags had "orange" fluid, the pt was dehydrated, was not eating and was experiencing diarrhea. The family contacted the physician the same day, and the pt was hospitalized that day. The admitting diagnosis was acute bacterial peritonitis. The pt was treated with vanocmycin 1g ip beginning the same day, and cefazolin 1gram intravenous (IV) the next day, and 250mg to be added to each bag of dialysate. The pt experienced cardiac arrest on that day, at approximately 1400. Cardiopulmonary resuscitation was implemented, however, the pt expired the same day. It was unk if an autopsy was performed. The listed cause of death was status post cardiac arrest. The facility nurse indicated that the pt reportedly had a bowel infection that led to the peritonitis and that ultimately the pt became septic. The device was returned to baxter, however there is no allegation that the device nor set were implicated in the pt's death.

Manufacturer narrative:
The sample is available and will be returned for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.